Manufacturer narrative:
Siemens filed an initial MDR 2432235-2019-00202 on 13-jun-2019. Additional information (18-jun-2019): the required gas spring update (cl038/16/s) for the instrument top cover assembly had been installed on the instrument 28-apr-2017. Top cover performance is checked regularly by the cse during system maintenance. Prior to this event, during a previous customer service visit, the top cover performance was checked by the customer service engineer (cse). Additional information (11-jul-2019): based on the information provided, the instrument top cover had the required gas spring update (cl038/16/s) that keeps the top cover in an opened position. At the time of the event, the top cover assembly was partially opened by the operator when replenishing sample tips and led to the top cover falling. The instrument top cover is routinely checked during service of the instrument and no failures have been identified with the existing cover. Siemens has informed the customer of the importance of opening the instrument top cover properly as required in the operator's guide. The instrument is performing within specification. No further evaluation of the device is required. Section h6 result code and conclusion code were updated to reflect the additional information.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse confirmed that a gas spring required update (cl038/16/s) had been installed. Siemens is investigating.

Event description:
A customer reported that the top cover of the advia centaur xp system had fallen on the operator's head when replenishing sample tips. This operation requires the top cover to be opened. The cover was partially opened when the incident occurred. The operator was diagnosed with a mild head injury and the physician(s) prescribed two sick days to recover. There are no known reports of adverse health consequences to the operator due to the partially opened top cover of the system not staying in the up position.